Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number of the returned sample. Returned with the sample was supplied inflation driveline tubing; the inflation driveline tubing connector was noted detached and was not returned with the sample. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The iabc bladder was fully unwrapped. Some dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the outer lumen. Under microscopic inspection, the leak site is consistent with contact from a sharp object and was noted approximately 33.9cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "failure of the balloon to inflate" is confirmed. During the investigation, a puncture consistent with contact from a sharp object, was found on the iabc outer lumen and the leak could cause for incomplete inflation. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the outer lumen leak. The root cause of the outer lumen leak is undetermined. A probable root cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "failure of th balloon to inflate after catheter implantation, resulting in failure of the balloon to function properly". To continue therapy, the catheter was replaced. The second catheter was inserted into the same insertion site. The patient's current condition is "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "failure of th balloon to inflate after catheter implantation, resulting in failure of the balloon to function properly". To continue therapy, the catheter was replaced. The second catheter was inserted into the same insertion site. The patient's current condition is "unknown".